Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure more cannot be determined. An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/ identify any reportable failure mode(s). Also, the cause of the intra-operative complication is unknown. If additional information is obtained, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. The system logs show that a stapler 45 instrument (part # 470298-11, lot # t10171016-0020) was installed 3 times during the case. The system logs confirm there was a firing and unclamping failure with this instrument on the 3rd install. With the first install, a green stapler 45 reload was fired and completed with no issues. With the second install, a blue stapler 45 reload was fired and completed with no issues. With the third install, a partial fire occurred using a blue stapler 45 reload. The firing failed at 21% completion. The subsequent unclamp attempt failed at 8% completion. The system logs do not show any indications of the user pressing e-stop on the system to initiate stapler release kit (srk) use. A stapler 45 instrument (lot # s11161006-0010) was used for the remainder of the case. All instruments used in the case were used in subsequent procedures, with the exception of the following: permanent cautery hook (part # 470183-11; lot # s10170524-0020) and site reviews have shown that no complaints were filed against the instrument. Stapler 45 (part # 470298-11; lot # s11161006-0010) and site reviews have shown that no complaints were filed against the instrument. The endowrist stapler instruments and accessories user manual states the following: note: the system needs to be in a faulted state in order to perform manual stapler release. See the da vinci surgical system user manual for more information on the emergency stop button. Note: it is recommended that the stapler release kit be individually sterile-wrapped, labeled, and placed in the vision cart drawer. Surgeon and or staff should always know where the sterile-wrapped, stapler release kit is located in case it is needed to manually release the stapler. Warning: if the stapler release tool does not release the instrument from tissue, alternate surgical intervention may be required. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that a stapler 45 instrument partially fired and as a result, the anastomosis completely fell apart. The surgeon used a backup stapler 45 instrument and sutures to complete the anastomosis. At this time, the cause of the customer reported failure mode and intra-operative complication is unknown. Follow-up was attempted, but the patient was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the stapler 45 instrument "cut without the stapler firing." The target tissue was the stomach and was also described as being normal. There was no tissue tension or tissue bunching during the stapler clamping sequence. There were no system errors generated during the event. The surgeon did not encounter any obstructions such as clips, staples, bone, or other hard objects between the instrument jaws. According to the customer, there are no photographic images of the device(s) or a video recording of the procedure available for review. It was initially reported that the procedure was completed with no harm or injury to the patient. On 18-jun-2020, intuitive surgical, inc. (Isi) contacted the initial reporter, a robotics coordinator, and the following additional information regarding the reported event which was obtained from the surgeon: per the surgeon, they ¿inserted a robotic 45 mm stapler into each lumen, reapproximated and fired. A 2nd staple fire was then subsequently performed. This began a portion of the procedure where we had technical difficulty with the robotic stapler.¿ per the initial reporter, the stapler instrument "appeared to staple but then alerted that it had malfunctioned and prompted us to retrieve the stapler." It was alleged that the stapler instrument would not release its grasp and remained in a locked position within the lumen of the stomach. Despite attempts at the surgeon side console (ssc) to release the stapler instrument, the surgeon was unable to do so. At this portion of the procedure, the surgical staff attempted to contact an isi representative for assistance. The surgical staff was informed of the stapler release kit (srk). The surgeon was unfamiliar with the tool but reached out to the operating room nursing staff. The surgical staff was unable to find the tool to release the stapler which was stuck in a locked position. Since the surgical staff could not find the srk, the surgeon removed the stapler instrument manually. The surgeon indicated that back table examination of the stapler instrument demonstrated that the proximal 10 mm of the stapler reload had deployed staples, but in the distal 35 mm, no staples were deployed. The instrument jaws were allegedly stuck together and would not release. This stapler instrument was set aside for return to isi for evaluation. The surgical staff used a new, backup stapler 45 instrument to complete the anastomosis. A visual inspection within the lumen of the stomach demonstrated everything to be hemostatic and patent. According to the surgeon, they were able to visualize both the gastric mucosa and the small bowel mucosa through a mucosal defect. The surgical staff then completed the anastomosis using a 2-0 v-loc running suture. The surgical staff sutured the inner layer using a "connell layer" followed by an outer and "lembert layer." Per the surgeon, the anastomosis appeared to be closed sufficiently. Due to the alleged stapling issue, the surgeon felt that they should inspect the posterior portion of the anastomosis. After flipping the anastomosis 180 degrees, a 5 cm defect in the posterior wall of the anastomosis was identified. The surgeon indicated that this corresponded to the area where the presumed stapling misfire had taken place. The surgeon noted, ¿visual inspection of both the gastric mucosa and small bowel mucosa demonstrated them to appear to have been pinched together, and there were a few loose staples which appeared to have been deployed but not inserted.¿ the surgical staff felt that this represented the area where the stapler had misfired. The surgeon believes that when the stapler instrument misfired, ¿it deployed the knife and cut, but none of the staples in the distal third of the staple cartridge fired.¿ the surgeon claimed that the anastomosis completely fell apart.